Event description:
Patient in o.r for hysteroscopy, fractional dilation and curettage of uterus. The single-toothed tenaculum was placed at the anterior lip prior to sounding the uterus. After the procedure, there was noted to be a small less than .5cm cervix laceration which was rendered hemostatic with a single suture of #3-0 vicryl and application of silver nitrate sticks.